Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. The needle broke while passing through the tissue and was found. There were no adverse pt consequences.